Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain. The patient reported that for the past couple of weeks, they had been having issues charging their communicator because the port on the communicator seemed loose. The patient also stated that since the communicator port had felt loose, the communicator battery indicator light would not come on. Per the patient, they had been moving the cord in the port to try to get it to charge, and they had been trying to charge the communicator again after the hurricane last week. The patient stated that they had tried calling in to patient service¿s earlier this week, but the calls were ¿cutting out¿ and they never got through to anyone. The patient mentioned that they had tried a different charging cord, but that did not resolve the issue. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿failed battery charging bench test - tm90 recharging circuitry is damaged (micro usb hub bracket broken and burnt l4 on charge board)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ the communicator analysis was updated to ¿tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.